Event description:
Adverse event(s): "the surgeon decided to convert the surgery into a trabeculectomy" (no code available). Product problem(s): "shunt did not release from the ex-press delivery system (eds)" (mechanical jam [shunt]). A surgeon reported that the shunt did not release from ex-press delivery sys (eds). After several unsuccessful attempts, the surgeon decided to convert the surgery into a trabeculectomy. After the surgery, the surgeon managed to pull out the eds by using forceps. Add'l info is being sought.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B) (4).